Manufacturer narrative:
This report is being filed on an international product, list number that has a similar product distributed in the us, list number. An investigation was conducted and consisted of a review of the manufacturing and testing records available for the axsym troponin-I adv reagent lot number 59905jn00. This review did not reveal any events or issues that could impact the performance of lot 59905jn00. An analysis of the final product release test data was completed and revealed that the reagent kit in question met all required specifications. In addition, axsym troponin-I adv reagent lot 59905jn00 is part of the in-house stability program and has subsequently been tested at two months (late 2007), three months (early 2008), four months (22 feb 08) and five months (13 mar 08) after final product release testing. No degradation has been observed during stability testing. All controls and assay parameters were within specifications for each of the time points. The performance of axsym troponin-I adv reagent lot 59905jn00 was comparable to other lots of reagent manufactured in longford ireland as determined from testing data obtained for each lot prior to kit release. A review of customer complaints did not identify any trends or related issues.although a specific reason for the customer's issue was not identified, the issue observed may have been related to the presence of fibrin in the initial sample due to centrifuging prior to complete clot formation. When the sample is re-centrifuged at a later time, the fibrin is removed. Also, specimens obtained from patients that are receiving anticoagulant or thrombolytic therapy may exhibit increased clotting times. The use of heparinized plasma specimens is recommended. Per the axsym troponin package insert (56-9782/r2) under the section on specimen collection and preparation, it states that inadequate centrifugation of the sample may cause erroneous results. For serum specimens it is important to ensure that complete clot formation has taken place prior to centrifuging the sample. If the sample is centrifuged prior to complete clot formation, the presence of fibrin and other particulates may interfere with the assay.based on this investigation, we have determined that the axsym troponin-I adv reagent list number 8k19-20, lot 59905jn00 is meeting its safety, effectiveness and label claims. This is the final report.

Event description:
The customer stated they have generated several false reactive patient results on the axsym troponin-I adv assay. When the serum samples are retested hours later or the next day, negative results are obtained. In 2008, the head of the laboratory informed an abbott sales representative that they had a case this year (exact date not known) where a patient was treated for acute coronary syndrome because of an initially elevated axsym troponin-I adv result and a cardiac catheterization was performed. The patient's serum sample was retested for troponin-t in another laboratory and the result was negative (method not stated). The sample was tested greater than 24 hours later on the axsym troponin-I adv assay and was negative. No data was available. No injury was reported. Additional information was later obtained from the medical director of the hospital. The medical director stated that he was aware of one patient who received coronary angiography because of an elevated axsym troponin-I adv result. The patient was suspicious of coronary syndrome and was further diagnosed with "stressecho." A coronary angiography was performed independent from the axsym troponin-I adv result. The medical director stated that there was no case of patient impact because of a false elevated axsym troponin-I adv result.